Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water flow issues from the air/water flow system. The issue was found during an unspecified diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, a foreign material in the nozzle was found due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found nozzle had foreign objects due to insufficient cleaning, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, adhesive on bending section cover had white-cloud area; due to clogging of nozzle, air supply volume does not meet the standard value, protector of universal cord on suction connector side had a scratch, plastic distal end cover had a dent. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no response for what the foreign object was that adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. It was unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no response from the facility if there was any other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.